Event description:
The customer contact reported backflow of solution. The tubing set was being used to deliver an unspecified volume of normal saline and blood via an unspecified pump. After an unspecified length of time in use, the pump alarmed with an unspecified error code. At this time, it was noted that an unspecified volume of normal saline backed up into the tubing that was infusing blood. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.